Event description:
The customer reported that he was hospitalized due to pneumonia and high blood glucose levels. The customer also reported that the insulin had been crystalizing inside of the reservoir. Nothing further was reported as the call was disconnected before any information could be obtained.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.